Event description:
The doctor reports that the prosthetic screw fractured within the area closest to the tip of the implant (drive feature). The head of the implant is also fractured. The doctor notes in the per that the patient will need to return in the future to have another implant placed. The affected dental position is unknown.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. E1: reporter name and email address unknown / not provided. H4: device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) (B)(6), (osseotite tapered certain implant 4 x 11.5mm), and one (1) unknown biomet screw for evaluation. Visual evaluation was performed, there was bone debris on external threads. Damage to the implant was identified. The implants collar was fractured. A fractured fragment was identified inside implant. This complaint refers to the (B)(6). DHR review was completed for the subject lot number 2019010550. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2019010550 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use, the material selection of implant inadequate (unable to withstand occlusal forces or long term loading). Therefore, based on the available information, a device malfunction did occur. The implants collar was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.